Manufacturer narrative:
Maquet cardiopulmonary has requested the product in question for eval. A supplemental report will be provided when new info becomes available.

Manufacturer narrative:
The manufacturer was informed that the product in question will not be available for evaluation. A review of the device history records (DHR), that were created during the production of the device in question, was performed and no deviations could be found. The product in question met all specifications at the time for final packaging and release. Based on the available information to the manufacturer at this time and without the possibility to evaluate the product in question, a malfunction of the device cannot be confirmed.

Event description:
It was reported that the perfusionist was assembling the circuit and at the time of connecting to the quadrox-I paediatric oxygenator and found that the arterial outlet was completely detached from the oxygenator. The perfusionist has requested to replace the defective on asap no consequences to the pt were reported. (B)(4).